Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported (B)(6) architect hbsag results on two patients. Results provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect hbsag lot 22416fn01 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. To evaluate the historical performance of the reagent lot, worldwide field data was reviewed. The median population result for the lot was comparable with all other lots in the field. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag (lot# 22416fn01).this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.